Event description:
According to the reporter: occurred during thoracic/thoracoscopic surgery. The stapler could only be partially fired therefore the distal staple line was incomplete. The staple line was completed using a new reload. The case was completed using a new device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. The instrument was dismantled for visualization of internal components, sheared teeth were observed on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth condition may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary a mended as appropriate. If information is provided in the future, a supplemental report will be issued.